Event description:
In a case with deteriorating kidney function, respiratory failure, and alimentary tract candidiasis, eval and management orders were entered via the cpoe machine for analgesia, genito-urinary function, and pulmonary function. These orders were sporadically executed, compromising the care of the pt and delaying diagnosis. There is confusion and befuddlement in nurses who may be inadequately trained on these devices or overwhelmed by the excess verbiage accompanying the orders on their screen, limiting their understanding of what needs to be done and when. The pt was neglected, sustaining severe hypoxia further compromising the pt function and prognosis.